Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Additional information was requested from the user facility. From the responses received it was determined that no damages were noted to the packaging or the device during preparation prior to procedure, continuous flush was maintained and it is unknown if the patient had a tortuous anatomy. Device analysis revealed the microdelivery catheter proximal outer shaft was stretched and separated under the strain relief and stretched distal to the strain relief with the inner tubing still intact. There was some blood in the microdelivery catheter. The microdelivery catheter was kinked on its proximal shaft and compressed on its middle and distal shafts (including the location of the stent). The stent distal markers were protruding through the microdelivery catheter distal end. The stabilizer was also contained within the microdelivery catheter, butted against the stent proximal markers. Due to the damages on the returned device, a functional deployment test could not be performed. However, the stabilizer was pushed and the stent was pulled, and the stent was deployed on the table. It should be noted however, that while pulling the stabilizer it separated at its proximal junction. The stabilizer middle and distal shafts remained in the microdelivery catheter and could not be removed. The rotating hemostatic valve (rhv) returned with the device was examined and no anomalies were observed. It is known that the anomalies found on the microdelivery catheter adversely affect the functional performance. Therefore, the root cause of high friction during deployment cannot be definitively determined in this case. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause was unable to be determined.

Event description:
Upon analysis of the device it was found that the stent's distal markers were protruding through the microdelivery catheter distal end and the microcatheter was found to be separated under the strain relief . There were no consequences or impact to the patient.